Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is having an allergic reaction. The physician has been working with an allergist and an infection is not suspected. An allergy kit was sent to the physician. The device remains in use. No further patient complications have been reported as a result of this event.